Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3166, UDI: (B)(4), serial : (B)(4), batch: 8382551. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had high high impedances on the left occipital lead. As such, surgical intervention where the lead was explanted and replaced to address the issue. Investigation did not determine which lead was the left occipital lead.